Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy abnormal bleeding') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included vaginitis, vaginal odor, dysmenorrhea, uterine bleeding and ovarian cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain"), 10 years 8 months after insertion of essure (ess205). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, menorrhagia, pelvic pain and vulvovaginal pain to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy abnormal bleeding') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included vaginitis, vaginal odor, dysmenorrhea, uterine bleeding and ovarian cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain"), 10 years 8 months after insertion of essure (ess205). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, menorrhagia, pelvic pain and vulvovaginal pain to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record pelvic pain. Most recent follow-up information incorporated above includes: on 13-oct-2020: medical record received ablation surgery information was added. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.